Event description:
It was reported by the pt's mother that the pt had expired. The pt's last known generator info showed it to be properly functioning. Attempts for further info have been unsuccessful to date.

Event description:
On (B)(6) 2011, additional information was discovered when the vital records department in the state that the patient passed away reported that they could not provide the patient's death certificate to the manufacturer as the consent of the patient's direct family member must be given or a court order obtained.

Event description:
On (B)(6), 2011 the patient's death certificate was requested from the state the patient passed away in. The death certificate has not yet been received by the manufacturer to date.